Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: no data in black box or download histories from time of reported issue due to continued use. No defect found. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. Pump passed flow accuracy test and found to be delivering within the required specifications. Iob was found to calculate correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient experienced low blood glucose levels of 50mg/dl and was "out of it" and could not speak clearly. The patient reportedly was out for dinner and dinner was delayed. There were reportedly very few carbohydrates in the meal and the patient also had a glass of wine. The patient indicated that they are using a new pump and they had previously noticed that the insulin on board feature was not turned on but did not get it enabled. They indicated that with their previous pump they used iob feature. This report is being made based on the indication that the patient experienced low blood glucose levels and required assistance related to use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.